Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the silicone jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no photographs were provided by the account. A specific cause for the reported damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic after noticing small cuts in their driveline near their controller. Upon inspection, there were two cuts on the white, outer, protective layer of the driveline approximately 5mm long each. There did not appear to be any additional damage internally. The patient explained the damaged section of the driveline frequently got twisted. Rescue tape was applied to the site and the left ventricular assist device (lvad) continued to operate as intended. It was also noted that a recent low voltage hazard alarm was observed in the clinic. The patient did not recall the alarm but healthcare providers assumed it was caused by recent power outage in the area or the patient disconnecting both power sources at the same time. Related manufacturer's report regarding the mobile power unit: 2916596-2022-01209.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.